Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data show the reported call service alarms. The pump powered up with auditory and vibratory features. All the buttons responded properly. The pump emitted the reported call service alarm during the evaluation and the rewind/load/prime sequence and a 24-hour pump exercise was not completed. The reported call service alarm was verified in the black box and duplicated in the investigation. The motor was removed from the pump and tested and found to be functional. Attempts to turn the lead screw and gears failed. Unrelated to the reported alarm issue, the bolus button was found missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed for call service 064 at random during the rewind/load steps. Reportedly, the caller was unable to clear the alarms by pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.